Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-09299.

Event description:
As reported by our edwards affiliate in france, a 26mm sapien 3 valve was deployed in the aortic position via the transfemoral approach. During the deployment of the valve, the commander delivery system balloon burst. The valve was fully deployed. The delivery system was pulled back into the esheath. Some difficulties during the removal of the delivery system were reported. Upon removal of the devices, the esheath distal tip was observed to be torn. The surgical access cutdown was repaired and the patient was transferred in stable condition. At the time of the report, the patient was doing well. The valve remains implanted in the patient.

Manufacturer narrative:
Edwards lifesciences has investigated the reported event. As previously reported, the commander delivery system balloon burst during the deployment of a sapien 3 valve in the aortic position. The pre-decontamination evaluation of the returned device indicated the balloon did not burst. Review of the event information indicated the sapien 3 valve was fully deployed. Difficulties were encountered during the withdrawal of the delivery system, resulting in the tear of the inflation balloon/crimp balloon (I/c) bond. The balloon tear occurred post valve deployment. Since the valve was fully deployed, there was no risk of valve embolization. Based on this information, this event does not meet the criteria of a complaint or a reportable event.